Event description:
It is reported that the surgeon implanted a femoral component with precoating, intended for cemented use, without bone cement thinking it was a porous component. The patient's knee was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.